Manufacturer narrative:
An investigation into an increase of complaints regarding a blocked tap was performed. Analysis of those complaints found the root cause of the event was an excess amount of silicone applied to the tap during the manufacturing process.

Event description:
It was reported the user had difficulty draining the urine from the pouch through the tap. This occurred with 5 of the 10 pouches in the box.